Event description:
Event description guidant received information that one day after implant of this transvenous implantable lead, the patient's heart shifted. The lead was repositioned that day. One month later, the lead appeared dislodged. Approximately 4 months later, this lead exibited loss of capture, loss of sensing and inability to measure p-waves.